Event description:
A pt had interventional angiography - to evaluate port condition. In 1999 - infuse-a-port placed for chemotherapy - left subclavian approach. 01/11/2000 chemo could not be administered. 01/12/2000-CT & angio = 10 cm catheter fragment within the pleural space. 1/13/2000 pt taken to surgery for removal of foreign body & non-functioning infuse-a-port.